Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient had uncomfortable stimulation and overstimulation. The patient previously called in reporting a lost patient programmer (pp) but had later found his pp. The patient thinks the pp was damaged when his wife dropped it four months ago however, when the patient found it, he put new batteries in it and it was now powering on. The patient had overstimulation and stimulation in an undesired location. The patient attempted to use the pp to make adjustments to the stimulation and something went wrong because the stimulation now felt like it was burning his skin constantly. In addition it was really high fast vibrating in the stimulator itself and was not running down his nerve to his left toe like it should have. The patient check his pp and it showed that the stimulation was off. The patient stated that he saw group b was active and the amplitude was 5.60. The patient thought he accidentally changed to program b because it was normally on group a. The patient wanted to change it back to group a. Changing the programming group resolved the uncomfortable stimulation sensation and the stimulation felt normal again. This was considered a sudden change in therapy/symptoms.